Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. Customer states meter has read as high as 426mg/dl,322mg/dl, and as low as 26mg/dl. The customer is concerned with tests results from results obtained. The customer's expected fasting blood glucose test result range is 90mg/dl to 92mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 54mg/dl using true result meter and 46 mg/dl using the same meter. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).